Manufacturer narrative:
(B)(6). A visual examination of the returned device found that the working length torn from the c-channel to the distal tip. The radiopaque (ro) marker was not present and was not returned for analysis. An examination of the working length found marks indicating that the ro marker had been placed inside the lumen during manufacturing. The complaint was consistent with the reported event of radiopaque (ro) marker detached. The evaluation concluded the user most likely pulled the guidewire through the guidewire lumen tearing the extrusion to the distal tip. Subsequently, the ro marker was no longer secured inside the guidewire lumen and the ro marker then was able to fall out of the device. Therefore, the most probable root cause is "operational context" a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an tandem rx cannula was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an examination of the pancreatic duct was performed using this device. After this device was removed, a dot in the pancreatic duct was noticed on the x-ray image. In the physician¿s assessment, it was reported that it was the radiopaque (ro) marker of the tandem that had detached during the examination of the pancreatic duct. The ro marker was successfully retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.